Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -12.00/+3.00/x091. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -12.00/+3.00/x091 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. The patient experienced glares/haloes. The icl was explanted on (B)(6) 2016 and was not replaced. No other lens was implanted. Last visit, bcva was 20/20. See MFR # 2023826-2016-00440 for right eye.

Manufacturer narrative:
Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Work order search: no similar complaint was reported for units within the same lot. Change "the reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 -12.00/+3.00/x91 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2016." To "the reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 -12.00/+3.00/x91 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2016." Claim #: (B)(4).